Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black and black even outside of the body. There was no reported patient injury. The device was used after an emergent cerebral hemorrhage where femoral artery access was performed for embolization to block the puncture site for hemostasis. The vcd was pushed into a 6f non-cordis short sheath at an angle of 30-40 to the conveyor rod marking band. The short sheath was withdrawn to the point where the indicator guidewire cover and handle were completely affixed, and the short sheath was withdrawn at the same time as the vcd. Pulsatile blood flow of the blood return indicator was observed, and the indicator window was observed when blood flow was significantly reduced. When blood flow had stopped, it was continued to be withdrawn quickly to the point that the indicator window outside of the body did not change to black and black, and the operator tried to push the plug. The operator tried to press the button to expand the plug, but could not do so, and eventually withdrew the whole body and changed to manually press to stop the bleeding. The procedure used a retrograde approach, and the device was stored and prepped according to the instructions for use (IFU). The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. The vessel diameter at the puncture site was verified to be greater than or equal to 5mm, with no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed, with no anomalies noted to the loop. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18372569 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black and black even outside of the body. There was no reported patient injury. The device was used after an emergent cerebral hemorrhage where femoral artery access was performed for embolization to block the puncture site for hemostasis. The vcd was pushed into a 6f non-cordis short sheath at an angle of 30-40 to the conveyor rod marking band. The short sheath was withdrawn to the point where the indicator guidewire cover and handle were completely affixed, and the short sheath was withdrawn at the same time as the vcd. Pulsatile blood flow of the blood return indicator was observed, and the indicator window was observed when blood flow was significantly reduced. When blood flow had stopped, it was continued to be withdrawn quickly to the point that the indicator window outside of the body did not change to black and black, and the operator tried to push the plug. The operator tried to press the button to expand the plug, but could not do so, and eventually withdrew the whole body and changed to manually press to stop the bleeding. The procedure used a retrograde approach, and the device was stored and prepped according to the instructions for use (IFU). The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. The vessel diameter at the puncture site was verified to be greater than or equal to 5mm, with no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed, with no anomalies noted to the loop. The device is being returned for evaluation.